Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified de novo lesion in the distal left anterior descending coronary artery that was 80% stenosed. After pre-dilatation was performed with a 2.0 x 15 mm trek balloon, a 2.25 x 28 mm xience prime stent delivery system was attempted to advance but failed to cross the lesion. A buddy wire technique was used for support. Several attempts were made to advance the xience prime but failed and support was lost. Outside of the patients anatomy, it was noticed that the stent delivery system was kinked and the shaft had separated into two pieces. A 2.25 x 28 mm xience xpedition was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed. The reported shaft separation and shaft kink were confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.